Event description:
According to the reporter during an open lobectomy procedure, first reload would not fire (flashing green). Open and closed again (light was now blue upon pressing green button). Reload would not unload (no buttons would manipulate reload which was articulated and open. Second reload would only fire halfway and then was backed out from tissue. First 3 firings went great. Firings 6-8 went great. It was firings 4 <(>&<)> 5 that had issues. Current patient status is alive with no injury. A new reload was loaded on to the powered handle. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.